Event description:
Patient presented for outpatient exchange of bilateral nephrostomy tubes. After placing the drainage catheter in the body, the physician was using the straightening strong to attempt to lock the catheter in straight position and the string broke on the outside of the body. Catheter was removed and new catheter used.